Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is use error. This includes excessive force, pulling the sutures close to the rough bone and/or damage caused by interaction with other instruments. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-dec-2025, a sales representative reported via email that an ar-3636h self-bunching 1.8 knotless hip fibertak experienced an issue during use. The shuttle stitch broke while it was being shuttled through the anchor. This was discovered during a procedure on (B)(6) 2025.